Manufacturer narrative:
Philips service replaced the fuse and power supply, restoring the equipment. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment failed to start due to a blown fuse and faulty power supply on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.